Event description:
The external pulse generator was returned for annual check and calibration. It subsequently tested out of specification during the manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the display was missing segments and the encoder flex was out of mechanical specification (the flex was creased). The keyboard was scratched and the ring cover was broken.